Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during surgery the ar-9322, guide broach end broke off. No adverse effect to the patient reported.

Manufacturer narrative:
Complaint confirmed, the anvil broke off. The anvil was returned and found to be worn due to impaction. The device was found to meet material specification. The cause of the event is undetermined, however a likely cause is user-applied mechanical forces. The device was also found to be discolored, with laser markings corroded and faded. The cause of the discoloration is unknown.